Event description:
It was reported that the external pulse generator turned off without reason and would not turn on, despite attempting with new batteries. The external pulse generator is expected to be returned. There was no patient involvement.